Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced a product problem. It was also reported that the plaintiff experienced persistent incontinence, erosion, intermittent hematuria, urinary tract infection, pelvic pain, and an increasing irritative voiding symptoms. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary arrest and pulmonary embolism.